Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that the battery resistance rose and hovered between 6 and 8k ohms. The device became difficult to program and could not be interrogated.